Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's wireless telemetry did not work. It was also indicated that there was a misalignment failure of the touch screen. It was also indicated that the bezel was cracked and that errors wer found in the software updates.

Event description:
It was reported that the programmer's wireless communication did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.